Manufacturer narrative:
A field service engineer (fse) evaluated the device and reported that during review of the log, no errors were observed. The fse noted that the issue was documented in the planning notes and log check. The fse then ran pre-operational tests, and there were no issues. The data acquisition (da) printed circuit board assembly (pcba) was replaced, and the device passed all testing was returned to use with no restrictions.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator displayed an inoperable message and a 1009 error code (1009 (vent-inop): pressure regulation high). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device had a "vent inop" on screen and 1009 error code. It was then noted that a biomed was not able to see the 1009 error code in the log, and requested that the device be evaluated before returning to service.

Manufacturer narrative:
The suspected data acquisition (da) printed circuit board assembly (pcba) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate 1009-vent-inop failure from the service. The suspect da pcba operates on the standard test bed (stb) without issue. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. No fault found."